Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. It was reported that the patient could not meet with her rep due to pandemic shutdown. Patient confirmed she did not have adaptive stim enabled and was on group b, ins was on and set to 4.0ma during the call but when she wanted to check the stimulation, she was pressing the increase key and could see that the stimulation was set to 4.0ma. Pss reviewed that the patient was inadvertently increasing the stimulation to check the intensity level and advised the patient to keep track in a journal what her level was. The patient also provided information for a follow-up letter that they received. Patient reported that it does it on its own and they don¿t' change it when it happens. Patient reported they feel stimulation in their chest on the left. Patient stated the circumstances that led to the programmed to change was because when patient "went to check it to see where its at, I feel stimulation in my chest, and then when I check it out to see what its on, I discovered its at 4.0. No way for me to lock it at 3.8". No further complications were reported/anticipated.

Event description:
Additional information as received from the patient. The patient reported that the circumstances that led to the stimulation changing was when she was sleeping on her back and when recharging. The patient reported that she had to reset and can¿t and lock setting. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wanted to know how to lock her settings. The patient said the settings kept changing and going really high where she could feel stimulation in her chest. On the call, the settings were at 3.8 v and then they changed to 4.0v. The patient said the issue has been going on for a while and it happened the day of the call and the saturday prior to the report. The check position icon was greyed out. The patient said she only had settings for b and it was reviewed she should make an appointment to get her settings adjusted. No further complications were reported.